Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited helix issues during implantation. The physician reported experiencing difficulties extending and turning the helix mechanism. The helix mechanism was reported to have been turned 30 times. A lead from a different manufacturer was used to finish the procedure. No adverse patient effects were reported. The device was returned for analysis.